Manufacturer narrative:
Evaluation method updated.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen was mis-calibrated. The protective film was removed, but calibration was not maintained. No health impact was alleged.